Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system on (B)(6) 2009 for bilateral leg and buttock pain including an ipg, two percutaneous leads and two lead extensions. It was reported that she feels heating at the ipg pocket. The alleged discomfort is said to be present when the stimulation is in use and when the ipg is being charged. The pt denies any trauma to the ipg pocket which may have attributed to this event; however, she has reportedly experienced communication difficulty with the ipg in the past. The pt's ipg was replaced during the procedure to implant a new lead (reference MFR report #s 1627487-2011-00491, 1627487-2011-00492 and 1627487-2011-00505).